Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. The lead was positioned in a suitable left bundle branch (lbb) position via mapping. However, desirable lbb electrocardiogram pattern was not achieved and the lead was removed. The helix became deformed during the removal process and a new lead was requested. A boston scientific replacement lead was subsequently successfully implanted. The lead will not be returned for evaluation. No adverse patient effects were reported.